Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with diabetic ketoacidosis. No blood glucose reading was provided and the customer declined further assistance at that time.